Event description:
It was reported that the implant at tooth site 35 fractured at the upper 1/3 and the screw fractured. It was impossible to remove the lower part of the screw.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A1: patient identifier unknown / not provided. A4: patient weight unknown / not provided. D10. Concomitant medical products unknown biomet screw, lot number unknown.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zimvie received one (1) bnst3211, (3i t3® with dcd® non-platform switched tapered implant 3.25 x 11.5mm) for evaluation. Visual evaluation of the as returned device identified the implant with signs of use, apparent bone debris on external threads. Damage to the implant was identified. The implant's collar was fractured. A fractured fragment was identified inside implant. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. DHR review was completed for the subject lot number 2018020038. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2018020038 for similar events and no other complaint was identified. Review completed utilizing keywords: fracture implant. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are patient factors. Therefore, based on the available information, a device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.